Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead had migrated which resulted in a change in stimulation. Subsequently, surgical intervention was undertaken to add an additional lead. Note: lead details are unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgery occurred on (B)(6) 2016. Additionally, it was clarified the patient never did receive effective right hand stimulation. The issue was resolved post-operatively.